Event description:
A malfunction alarm was reported without any notable events occurring prior. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction code did not recur afterward. Customer was informed to continue using the pump and advised to contact support if the issue reappears, which the customer acknowledged and understood.